Event description:
While using the osteotome the instrument broke. The tip of the instrument was lodged in the patient's hip. The osteotome was able to be removed during the case and x-rays were taken using the c-arm. This incident extended the length of the case approximately 1 1/2 hours.the same brand of osteotome had broken a few weeks prior to this one breaking.the only consequence I know of was that the case was extended by at least 1 hour do to the instrument breaking which prolonged the anesthesia time of the patient.after the osteotome was removed I am not sure what doctor used to complete the case.the broken tip of the osteotome was lodged in the patient's hip. That piece was removed.